Event description:
I am using a philips respironic dreamstation CPAP machine. I have been waiting many months to replace a defective device. Originally my doctor/nurse practitioner told me to use a so clean /ozone cleaning device. Now they have told me not to use it. I am having pink mold issues in the reservoir of the humidifier and now having symptoms that appear to be hypersensitivity pneumonitis. I called philips today on their recall website. I spoke with (B)(4). She told me they had no record of my device being registered for the recall. She didn't know what an adverse event was when I told her I needed to report an adverse event. She hung up on me and I had to call again to register an adverse event. This has been going on for months after I investigated online I figure out what was going on. They still have not replaced my CPAP machine. FDA safety report ID# (B)(4).